Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this previously capped right atrial (ra) lead exhibited pocket erosion and was explanted. There were no additional adverse patient effects reported. The previously capped ra remains in service.

Manufacturer narrative:
This supplemental report is being filed to capture the pertinent information of d6b: explant date and b5.

Event description:
It was reported that this previously capped right atrial (ra) lead exhibited pocket erosion and was part of the system revision. There were no additional adverse patient effects reported. The previously capped right atrial (ra) lead remains in service. Additional information received indicates that the system revision was performed due to product performance issue. No additional adverse patient effects were reported. The ra lead was explanted.